Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support guided the customer to prime tubing and successfully resume insulin delivery. Customer's blood glucose level was 325 mg/dl.